Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance and high thresholds with loss of capture. A new rv lead was implanted. There were no additional adverse patient effects reported.